Event description:
Hypoglycemic event; inadvertent delivery of 10 units of insulin. Intended to bolus for 10grams of carbohydrate (<1 unit) but gave 10 units instead. This is the 4th time this has happened this year. The bolus screen options are way too similar. Previously reported to tandem, but it happened again today. FDA safety report ID # (B)(4).